Event description:
It was reported that the "defective" epg (external pulse generator) was "pacing inappropriately despite settings - possible caused arrest". No further information has been obtained, despite multiple attempts, and based on the information at hand, it is not clear if the patient met demise as a result of the adverse event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The lower and upper case and case parts were replaced.